Event description:
It was reported that the handle fractured when impacting the liner. Some fragments fell in the wound, but were removed during the procedure.

Manufacturer narrative:
This report will be amended when our investigation is complete.